Event description:
Information was received indicating that the cuff to a smiths medical portex endotracheal tube was observed to be coming away and would not inflate. There were no reported adverse effects.